Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not loading into the station. A technical support specialist dialed into the carefusion coordination engine (cce) and found that all patient messages had been dropped due to message-parsing errors, which were identified as invalid and invisible special characters in the email field as the root cause. The technical support specialist used the test carefusion coordination engine (cce) to confirm that editing or removing the email address allowed the messages to parse correctly. The hl7 messages were exported for review, and the email address was reentered without the special characters per customer request. A new patient specific bin order was submitted and an a08 update message was confirmed to have parsed successfully, however it did not send to the server due to the presence of a discharge date. The corrected email address was verified to have loaded and processed successfully, which was not occurring previously. The issue was confirmed as resolved on the host side. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the nursing staff were unable to locate a patient on the server in order to dispense medications. However, there were no delays or adverse events or injuries reported based on this event.